Event description:
On (B)(6)2025, the user reported not seeing a blood glucose (bg) reading on the ilet, which returned once the dexcom g7 cgm warmup period concluded. The agent reviewed pairing and warmup times, and the user acknowledged some memory issues since a recent fall. At the time, bg was 267 mg/dl, later trending down to 264 mg/dl. The user reported feeling fine, with no alerts other than an insulin set expiration, and planned to change supplies that evening. At the end of the call, the event involved a highest recorded bg of 267 mg/dl, was expected to be corrected through ilet dosing and a meal announcement and was managed without medical intervention or external assistance. No symptoms were reported during the event and at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.